Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was dropped into the sink where there was water and there was beads of water under the display. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. Customer reports there was fluid under the lcd display. Customer states there was no cracks or any other issues with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.